Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered a correction bolus and due to their delay in reacting with insulin, blood glucose took a long time to lower bg. Customer delivered another bolus. Due to the delay in reacting with insulin, the boluses to effect a few hours later. Bg lowered to 69 mg/dl. Customer reported low bg was due to inadvertently over blousing.